Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the cpu circuit board was defective needs to be replaced. Parts are in order and no further problems are anticipated once the replacement is made. A follow up report will be made if add'l info becomes available.

Event description:
It was reported that the system 9800 would not display images on the left monitor and intermittently would not fully initialize. There was no adverse pt involvement reported. There was no patient information reported.